Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "lead fault" message when electrode pads were attached. Complainant indicated that the clinician obtained another device to continue treating the pt.

Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated this complaint was due to "user error" and not a malfunction with the device. The customer indicated the product will not be returned for evaluation. Subsequent attempts were made to contact the customer for additional information to no avail.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.